Manufacturer narrative:
The customer contacted the siemens customer care service (ccc). After review of the instrument data, ccc advised the customer to run several samples for precision before reporting patient results. A siemens headquarter support center (hsc) specialist evaluated the instrument data. Hsc did not identify an instrument issue. However, hsc has recommended review of proper pre-analytical sample handling procedures including mixing of the sample after phlebotomy to ensure complete dispersion of the anti-coagulant or clot activator throughout the sample, centrifugation at the proper speed and time based on the tube manufacturer's instructions, and ensure that samples remain upright after centrifugation to avoid re-suspension of platelets, buffy coat material, fibrin, and other particulates into the plasma portion of the sample. The cause of the discordant, falsely low na and k results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) and potassium (k) results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and k results.